Manufacturer narrative:
Updated field: b4, d4(UDI), d9, e1(email), g3, g6, h2, h3, h6(medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the probable fault was the scroll compressor. The device was tested and passed but then vacuum and pressure set point adjustments were attempted but could not be made. On another visit, the pressure transducer was replaced and the device passed the performance and safety checks according to factory specifications. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿scroll compressor and pressure transducer¿. The issue was resolved by replacing the malfunctioning part. Root cause evaluation for the replaced part cannot be performed since the defective part was kept after the malfunction was diagnosed. However, the most probable root cause is excessive stress or fatigue.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had error 14 during a preliminary inspection performed before fsca. There was no patient involved.